Event description:
It was reported that a vns patient passed away due to sudep. The patient's identity was not provided at the time of report. It was reported that the physician does not believe the death was related to vns therapy. Attempts to obtain additional information have been unsuccessful to date.